Event description:
According to the information received, the instrument failed to provide sufficient suction during a laser enucleation of prostate w/ morcellation procedure. The user also reported lack of clear vision. Although there is no report of injury or illness to the patient, the reported issue caused a delay of approximately 1 hour while replacing the device. The scheduled procedure was completed, and no additional treatment was required.